Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint - patient was revised due to pain. Update: 9/25/2012 - revision operative report was received. The patient was revised to address aseptic loosening, pain, and elevated ion levels. Doi: (B)(6) 2009. Update: 04/20/2012 - ppd received. No new information received that would change the outcome of the investigation. The ppd lists left hip instead of right however the dates of the doi/dor and products/lot#s match what is listed for the right. Update: 05/04/2012 - ppd received. No new information received that would change the outcome of the investigation. The hip not listed however all information matches the right hip. Update: 08/24/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, updated the patient demographics and added the stem and sleeve due to the alleged elevated ion levels. The complaint was updated on: 09/20/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.